Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) as low as 30 mg/dl with shakiness, anxiety, and nausea. It was reported that there were no recent changes to the patient¿s pump settings by their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history matched the active basal program settings. Also during troubleshooting, it was determined that the basal/temp basal settings and the bolus settings were incorrectly programmed into the pump. It was determined by cts that recent hypoglycemia may have contributed to the patient¿s bg excursion and they referred the patient to their healthcare provider for diabetes management. It was also determined that use error in the basal/temp basal and bolus settings being incorrectly programmed contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hypoglycemia due to unclear cause while on the insulin pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The pump was returned with moisture behind the display lens and corrosion in the battery compartment. The keypad was intact, but was unresponsive to user presses. The pump case was removed and there was moisture throughout the pump. The original complaint could not be adequately investigated due to internally moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.